Event description:
On november 8th, 2023, fujifilm healthcare americas corporation was informed of an event involving eg-580ut. It was reported that the scope failed culturing multiple times. There is no patient involvement, serious injury, or death associated with the event. As such, this report is being submitted due to potential of contamination.